Event description:
The user reported that during a neuro angiogram procedure the hemostasis valve would not tighten down on the guide wire. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the investigation has been completed.